Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours. When it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
Device was received with corrosion observed on the pcb, battery stack, and commutator cap. All three battery voltages were observed to be low. Due to the presence of corrosion, a leak test was performed. During the investigation, an internal leak was found in the fluid path due to a hole in the unexposed portion of the soft cannula. The fluid path was manually occluded, and fluid was observed leaking through this hole in the unexposed portion of the soft cannula. The hole caused fluid to accumulate inside the device and resulted in the observed corrosion, low battery voltages, and data loss. Multiple attempts were performed to obtain the device data, including using an external power supply, but data could not be retrieved. Due to the inability to retrieve the data, the reported hazard alarm event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.